Manufacturer narrative:
The calibration was acceptable and the quality control (qc) results were within the range. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating. MDR 1219913-2020-00300 and MDR 1219913-2020-00302 were filed for false positive results generated on the same system and lot on different test dates. MDR 1219913-2020-00308 was filed for a false negative result on the same system and lot on a different date.

Event description:
The customer obtained discordant atellica im sars-cov-2 total (cov2t) results for nine patients tested on the same atellica im analyzer (s/n (B)(4)) when compared to repeat testing on different atellica im analyzers. Eight samples were initially reactive (positive) and one sample was initially nonreactive (negative). All initial and repeat testing was performed using the same atellica im sars-cov-2 total (cov2t) reagent lot. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00301 on september 29, 2020. November 20, 2020 additional information: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The atellica im sars-cov-2 total (cov2t) lot 005 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated. MDR 1219913-2020-00300 supplemental report 1 and MDR 1219913-2020-00302 supplemental report 1 were filed for false positive results generated on the same system and lot on different test dates. MDR 1219913-2020-00308 supplemental report 1 was filed for a false negative result on the same system and lot on a different date.